Manufacturer narrative:
Section e1: due to character limitation added event site name: (B)(6). Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
It was reported that during use of drain, leakage was identified because the chest tube is too large for the connector and later the leakage was stopped as the physicain taped it. Further the connector was compared with the newly opened drain connector and it was identified that the connector in use was different and then the connector was replaced with the newly opened stepped connector. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Additional information section: d9, h6. The customer reported that during use with an oasis drain the connection from the chest tube to the drain was leaking because the chest tube was too large for the connector. It was also reported that the leakage stopped once the physician taped the site, with no harm to the patient. Based on the details of the complaint the physician inquired if there was a different type of connector from the chest tube to the drain. The current connection had been leaking because the chest tube is too large for the connector. It was stated that the drain had been replaced recently because that last drain had filled and thinks they replaced the atrium packaged stepped connector with a different connector. The fitting that was used with the oasis drain was not the fitting supplied with the drain to accommodate the chest tube catheter used. The chest tube catheter used in the case was not provided. It was also noted that the physician noticed a ¿cut¿ in the actual end of the chest tube which could possibly have been done in order to fit over the connector. The additional information provided described that the connector used was possibly a 5 in 1 connector supplied by the manufacturer busse part number 501. An image of the packaging was provided but not the actual connector. It is unclear why a different fitting was used in this case. A newly packaged oasis drain was opened in order to compare the connector with the connector being used and they did not match. They decided to use the connector from the newly opened drain. Without the chest drain in question as well as the fitting used, and chest tube catheter used a determination of the root cause is difficult to determine. As the connector supplied with the oasis chest drain was not used the complaint is considered user error. For a separate connector to be used other than the supplied connector with the oasis chest drain, the supplied connector would have needed to have been cut off. The lot number of the device was not provided therefore a device history record review and a recurring lot number query could not be conducted. There is no indication that the complaint occurred due to materials, equipment, design, or manufacturing procedures. An historical review of cr/CAPA¿s, ncr¿s and scar¿s was not conducted. Customer confirmation was received that the incorrect connector was used with the drain therefore the review is not necessary. A complaint review was performed and there was one other related complaint and it also was related to the incorrect connector used. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. There is no indication that the oasis chest drain was at fault. The information provided by the customer confirms that the connector provided with the oasis chest drain was not used when the drain was switched out resulting in a leak. In this regard the root cause of this complaint is associated with user error.